Event description:
The customer reported that their device does not turn on. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.